Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings and ball bearings came apart on the attachment device. It was further observed that the balls and cage were missing on the device and the extension sleeve was damaged. It was further determined that the device failed pretest for cutter insertion, lock operation and temperature. It was noted on the service order that the device could not be inserted before the procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as jun 2, 2017 in the initial report. It has been updated as jul 6, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed the cutter insertion assessment. It was further determined that the bearings were worn out, corroded and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.